Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate issue, specifically 0 units, despite expectations of 260 units. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer related inquiries. Caller completed necessary steps such as loading the cartridge and removing air but confirmed the difference in displayed values was significant and over 30 units. Ultimately, the caller declined to load a new cartridge, choosing to continue using the current one and agreed to follow up if necessary.